Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component, unknown tibial component. Reported event was unable to be confirmed. Device history record was unable to be reviewed, as part/lot identification is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had initial knee arthroplasty and was revised due to instability approximately fifteen (15) years post-implantation. No more additional information is available form this event.